Event description:
The customer alleged they received questionable d-dimer results on their integra 400 analyzer. The customer stated they were having issues with high quality control recovery. The customer stated they also were getting high patient results, but not reporting them to the physicians. The test calibration was passed, but when the customer performed quality control the results were still high. The customer provided data for one patient. The patient's initial result was 20744.3 ng/ml and it was not reported outside the laboratory. The sample was repeated on a mini vidas analyzer and the result was 9493.67 ng/ml (feu). The patient was not adversely affected by this event. The d-dimer reagent lot number was 68948901. The expiration date was requested but not provided. The field service representative replaced the sample and reagent probes. The internal and external water reservoirs were cleaned.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
A root cause could not be determined. The calibration and quality control data were checked. Comparing the customer's data with the released data showed the absorbance of std1 was too low.